Manufacturer narrative:
This report is being submitted as follow up no. 1 and to provide the completed investigation results. One used 8f arteriotomy locator was received for product evaluation. No other accessory components were returned. Visual inspection revealed there was no damage or deformation noted on the returned locator. No other visual anomalies were noted. The actual carrier tube with the footplate (anchor) was not returned for evaluation. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device used on the patient; see MDR 3013394970-2019-00758 for the first device reported that was used on the same patient.

Event description:
The user facility reported that two angio-seal devices would not go in for the footplate to pull back so the whole thing came out. On the third angio-seal device, it worked. Two of the devices has an issue. The patient was in stable condition. The procedure outcome was a success. Additional information was received 13 september 2019: the two devices were used during the same procedure and was the same patient. The patient was having a peripheral procedure using a 7fr procedural sheath. A pre-deployment angiogram was performed.